Event description:
It was reported that the system locked up and displayed a communications error; however, the customer was able to reboot the system and complete the case. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply and interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.